Event description:
Caller reported a malfunction alarm on the pump, specifically displaying malfunction code malf 5. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Due to the malfunction, tandem technical support resolved to replace the pump. The caller was informed about the shipping and return instructions for the problematic pump, acknowledged the details, and was advised about the training available for the updated software on the replacement pump. The customer did not have a backup therapy available but planned to contact their healthcare provider for guidance.